Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver was in debug mode. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and was stuck in debug mode. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a receiver was in debug mode. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.